Event description:
It was reported the lv lead was capped and replaced due to unacceptable thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
A voluntary medwatch form 3500 was received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.